Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for charge circuit inactive. It was noted that the device had reached recommended replacement time (rrt) three years ago and the patient and physician chose not to replace the device. It had been reprogrammed and left in the patient. The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.